Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infections"), depression ("depression") and anxiety ("mental anguish."). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, pelvic pain, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, infection and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), infection ("infections"), depression ("depression") and anxiety ("mental anguish."). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, pelvic pain, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, infection and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, diabetes, irritable bowel syndrome, hypercholesterolemia, headache, urinary tract infection, vaginitis, mastodynia, gastroparesis and kidney stones. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), ibuprofen, nifedipine, nifedipine (procardia), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), simvastatin and vitamin b complex (vitamin b). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterinebleeding"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, uterine haemorrhage, vaginal infection, depression, anxiety, vaginal discharge, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure removal details-"have you had your essure (or any part of the device) removed? No plaintiff suffered physical pain and emotional anguish because of the essure device. Patient received treatment for pelvic pain, genital bleeding, uti, bacterial vaginosis, candida vaginosis. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : vaginal infection, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events: gen. Abnormal bleeding, bacterial vaginosis, candidal vaginosis were added. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/dislodged essure') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, diabetes, irritable bowel syndrome, hypercholesterolemia, headache, urinary tract infection, vaginitis, mastodynia, gastroparesis, kidney stones and cyst. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), ibuprofen, nifedipine, nifedipine (procardia), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), simvastatin and vitamin b complex (vitamin b). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterinebleeding"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy the fallopian tube was taken out in the entirety.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abnormal uterine bleeding, vaginal infection, depression, anxiety, vaginal discharge, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure removal details-"have you had your essure (or any part of the device) removed? No plaintiff suffered physical pain and emotional anguish because of the essure device. Patient received treatment for pelvic pain, genital bleeding, uti, bacterial vaginosis, candida vaginosis. Procedure: robotic assisted vaginal hysterectomy the fallopian tube was taken out in the entirety. Ovaries were retained. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: in the pelvis, uterine contour appears normal. Essure device is seen overlying the fallopian tubes bilaterally. There is a left-sided ovarian cyst measuring approximately 1.9 cm.. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : vaginal infection, depression. Lot number: 694961, manufacture date: 2009-12, and expiration date: 2012-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/dislodged essure') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, diabetes, irritable bowel syndrome, hypercholesterolemia, headache, urinary tract infection, vaginitis, mastodynia, gastroparesis, kidney stones and cyst. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), ibuprofen, nifedipine, nifedipine (procardia), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), simvastatin and vitamin b complex (vitamin b). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterinebleeding"), abdominal pain lower ("lower abdominal pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal candidiasis ("candidal vaginosis"). The patient was treated with surgery (hysterectomy the fallopian tube was taken out in the entirety.). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abnormal uterine bleeding, vaginal infection, depression, anxiety, vaginal discharge, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain outcome was unknown and the pelvic pain, genital haemorrhage, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure removal details-"have you had your essure (or any part of the device) removed? No plaintiff suffered physical pain and emotional anguish because of the essure device. Patient received treatment for pelvic pain, genital bleeding, uti, bacterial vaginosis, candida vaginosis. Procedure: robotic assisted vaginal hysterectomy the fallopian tube was taken out in the entirety. Ovaries were retained. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: in the pelvis, uterine contour appears normal. Essure device is seen overlying the fallopian tubes bilaterally. There is a left-sided ovarian cyst measuring approximately 1.9 cm. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : vaginal infection, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2021: imdrf-FDA synchronization. Lab data added from f/u received on 17-mar-2021. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine haemorrhage ('abnormal uterinebleeding') in a female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, diabetes, irritable bowel syndrome, hypercholesterolemia, headache, urinary tract infection, vaginitis, mastodynia, gastroparesis and kidney stones. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), ibuprofen, nifedipine, nifedipine (procardia), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), simvastatin and vitamin b complex (vitamin b). On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced pelvic pain ("pelvic pain"). In december 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, vaginal infection, depression, anxiety, vaginal discharge, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal details-"have you had your essure (or any part of the device) removed? No " plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : vaginal infection, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine haemorrhage ('abnormal uterinebleeding') in a female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, diabetes, irritable bowel syndrome, hypercholesterolemia, headache, urinary tract infection, vaginitis, mastodynia, gastroparesis and kidney stones. Concomitant products included aluminium hydroxide;dicycloverin hydrochloride;magnesium oxidum leve (dicyclomine co), ibuprofen, nifedipine, nifedipine (procardia), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), simvastatin and vitamin b complex (vitamin b). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, vaginal infection, depression, anxiety, vaginal discharge, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal details-"have you had your essure (or any part of the device) removed? No " plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : vaginal infection, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs received : aka name added, patient demographic updated, reporter added, lot number added, product indication updated. Events added- lower abdominal pain, abnormal uterine bleeding, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge. Event infection is updated to vaginal infection. Events onset date, events severity,concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and uterine haemorrhage ('abnormal uterinebleeding') in an adult female patient who had essure (batch no. 694961) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, diabetes, irritable bowel syndrome, hypercholesterolemia, headache, urinary tract infection, vaginitis, mastodynia, gastroparesis and kidney stones. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co), ibuprofen, nifedipine, nifedipine (procardia), nsaids, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), simvastatin and vitamin b complex (vitamin b). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6)2010, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish"), vaginal discharge ("vaginal discharge"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, uterine haemorrhage, pelvic pain, vaginal infection, depression, anxiety, vaginal discharge, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure removal details-"have you had your essure (or any part of the device) removed? No " plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : vaginal infection, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Event abdominal pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.